Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer chose to use multiple daily injections (mdi) as a backup therapy. Technical support completed the field correction form on behalf of the customer and sent a replacement pump. The customer was instructed on how to put the pump into storage mode and return the faulty pump to tandem, while the caller awaited the delayed delivery of the replacement pump.